Event description:
The customer reported that insulin was leaking from the reservoirs and the plungers were had to remove. It was stated that two reservoirs were leaking during filling and then insulin started to squirt out. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.